Event description:
It was reported that while the external pulse generator was in use on a patient, the patient "coded" and external defibrillation was used with the epg still connected to the patient. The epg screen displayed "fail" after the use of the external defibrillator. The caller tested the epg and it "appeared to be fine." The caller was informed that the manual stated that the epg should be removed from the patient, when possible, before external defibrillation is used. The status of the epg is unknown. No further details were available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)